Event description:
The customer reported an erroneously elevated beta human chorionic gonadotrophin (bhcg) result, for one patient, involving the unicel dxi 800 access immunoassay system used in conjunction with the access total sshcg assay and calibrator. Subsequent testing of newly collected patient samples, on separate days, following the event, was significantly higher and did not correlate with the result questioned by the customer. Reanalysis of the patient sample, that generated the low result, produced higher results that better correlated with the clinical status of the patient (1453 miu/ml and 1421 miu/ml). The erroneous result was released out of the laboratory, and the patient was administered methotrexate. The physician had suspected an ectopic pregnancy, but further analyses of the patient samples, on (B)(6) 2013, indicated the patient did not have an ectopic pregnancy. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer indicated a reagent pipette error message was generated 20 minutes prior to the completion time of the test result in question. Quality control (qc) was within the acceptable range at the time of the event. The patient sample was collected in a 13x100 mm lithium heparin plasma tube with gel and centrifuged on a power processor. The sample was stored in the refrigerator, was a full collection, and normal in appearance. A third party service engineer evaluated the instrument.

Manufacturer narrative:
Subsequent to the customer's initial report (when the patient's outcome was unknown), the laboratory advised beckman coulter that the patient's pregnancy was terminated after the patient was treated with methotrexate.

Manufacturer narrative:
Service was not dispatched as a third party service engineer evaluated the instrument performance. The engineer performed a system check upon arrival and system check failed for an elevated mean relative light unit (rlu) values on the washed portion of the service assay. The engineer then performed preventative maintenance (pm) before schedule. The engineer performed a carryover test, which failed to meet service specifications. The engineer replaced the sample pipettor and performed a successful quality control (qc). The engineer returned the following day and completed a successful system check, quality control, and beta human chorionic gonadotrophin (bhcg) precision studies with several different patient samples. The customer then repeated the precision studies on unicel dxi 800 access immunoassay system and the results correlated well between the two instruments. The instrument was returned to normal operation.